Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was making a high pitched sound. He removed the battery and inserted a new one. The buttons stopped working and the sound returned. Customer's blood glucose was unknown. Customer was sitting when alarm occurred. Customer stated an alarm did not occur prior to the constant tone. Customer was advised to reset the device for two hours and call back if issue persisted. Customer called back on (B)(6) 2015 anomaly persisted. None of the buttons responds. Customer stated the device continue frozen after replacing the battery four times. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump was programmed with the correct time and date and monitored at a 1 unit per hour basal rate for 2 days. No audio anomalies were noted. The insulin pump passed the self test and the displacement test. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.